Manufacturer narrative:
Analysis of the returned contour vl ureteral stent revealed that the returned device, received in the stent tray, was a 4.8 fr size. The stent packaging with the device labeling was not returned for analysis.a review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that after the surgeon had completed the left ureteropyeloscopy during a looposcopy, left ureteropyeloscopy and left stent insertion procedure, he needed to insert the stent. The scout nurse removed the sterile packaging from the stent, but noticed the french size of the stent did not match the french size listed on the package labeling. The device was not measured, but the nurse is familiar with what a 6 french stent looks like, and she estimated this stent was only 4.8 french in diameter, and opined that the wrong stent was put into the package. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Event description:
It was reported to boston scientific corporation that after the surgeon had completed the left ureteropyeloscopy during a looposcopy, left ureteropyeloscopy and left stent insertion procedure, he needed to insert the stent. The scout nurse removed the sterile packaging from the stent, but noticed the french size of the stent did not match the french size listed on the package labeling. The device was not measured, but the nurse is familiar with what a 6 french stent looks like, and she estimated this stent was only 4.8 french in diameter, and opined that the wrong stent was put into the package. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'stable.'

Manufacturer narrative:
(B)(4).